Event description:
During an in-clinic follow-up, increase capture threshold was observed on the device. During the replacement procedure, blood was seen in the header of the device. The device was replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of contamination and capturing problem were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Some dried blood was detected which is normal and it should not create any anomaly. Electrical and mechanical analysis performed indicated normal functionality. Further capture analysis under nominal settings found normal capture results. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.